Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that five units of rt380 adult dual heated evaqua2 breathing circuit had cracks on the evaqua tubing before pateint use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 - correction: the lot number and primary UDI have been added under section d4. Method: five units of rt380 adult dual-heated evaqua2 breathing circuit were received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected and further analyzed. Results: visual inspection identified damage on the expiratory limb to the returned breathing circuits. Further analysis was conducted by using ftir. This identified that the most likely cause of the damage is the external surface of the expiratory tube being in contact with an incompatible chemical. Conclusion: our investigation confirmed the reported damage to the rt380 adult dual heated evaqua2 breathing circuits. Based on our investigation, the damage is likely to be due to exposure to an incompatible chemical. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology states the following: - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that five units of rt380 adult dual heated evaqua2 breathing circuit had cracks on the evaqua tubing before pateint use. There was no patient involvement.